Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Date of birth: unknown day in (B)(6). Concomitant products: catalog#: 010000662 g7 pps ltd acet shell 50d lot#: 6281224. Catalog#: 110024462 g7 dual mobility liner 40mm d lot#: 881640. Catalog#: ep-200146 act artic e1 hip brg 28x40mm s46 dia28 lot#: 498960. Catalog#: 00801802802 femoral head sterile product 12/14 taper lot#: 64309623. Report source: foreign: (B)(6). The device will not be returned for analysis, due to the device being discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately two years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.